Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this endocardial lead incurred physical damage on the conductor area. The end of this endocardial lead was abandoned in the pocket but the rest of the lead appeared to have prolapsed into the right pulmonary artery (pa). The terminal pin had also been cut off. The physician was then able to explant this endocardial lead completely. No additional adverse patient effects were reported.